Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20th and 21st distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent. The lesion was in the middle of lad with moderate tortuosity and severe calcification and 100% cto. The artery diameter was 3.0-3.5mm and lesion length was 40mm. No issues noted when removing the device from the hoop/tray and the device was inspected with no issues noted. The lesion was pre-dilated. There was resistance encountered when advancing the device, and the device could not cross the lesion. No patient complications reported as a result of the event. Analysis of the returned device exhibit stent deformation.